Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by an orthodontist who informed them that they should of never been approved for the byte aligner treatment. The aligners have caused damage to their teeth and bite. The orthodontist recommended they stop using the aligners immediately due to risk of further damage and already needing jaw surgery for correction. Requested letter of recommendation from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.